Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple minor kinks along the hypotube. Microscopic examination revealed no damages. There is blood present in the inflation lumen and balloon. The balloon was loosely folded prior to inflation testing. The device was inflated to rated burst pressure and two pinholes were found in the balloon. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any damage or irregularities contributing to the reported crossing difficulty.

Event description:
Reportable based on device analysis completed on 03-apr-2019. It was reported that crossing difficulty was encountered. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified distal right coronary artery. A 2.50mm x 15mm emerge balloon catheter was advanced for pre-dilation but failed to cross the lesion. The procedure was completed with another of the same device. There were no patient complications reported. However, returned device analysis revealed balloon pinholes.